Manufacturer narrative:
Additional PMA/510(k) #: k011909.

Event description:
It was reported that during preparation for an arm declotting treatment procedure, balloon detachment difficulties were encountered. The customer stated that "when they removed the balloon shaping [folding] tool, the balloon came off the shaft of the catheter. Used another one successfully." No pt injuries or complications were reported. Pt status is reported as "good".